Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. The alaris system is neither designed nor intended to detect infiltrations and does not alarm under infiltration conditions.

Event description:
The patient¿s mother reported via social media and a tv news report that her daughter sustained an IV infiltration that required surgical intervention. Although alaris devices were not mentioned in the reports, the local bd sales representative confirmed that alaris products are used at the facility. It was reported that an IV was started in the evening in the left hand and the patient complained of pain throughout the night. The following morning, an extensive infiltration was discovered with swelling and blisters across the back of the hand and on the distal forearm. The IV was removed and the patient was taken to surgery to relieve pressure, drain fluid, and remove dead tissue. Further surgery, including skin grafting, is planned. Although the facility was contacted, no additional information was provided.